Manufacturer narrative:
Device manufacture date; unk. The device in question will not be returned to boston scientific for technical analysis as it was implanted into the pt. Further info was requested from the hospital, and it was determined the physician accessed the aneurysm with a non-boston scientific straight guide wire without using the exchange wire technique. The dimensions of the guidewire were not given therefore boston scientific cannot determine whether or not the guidewire was compatible with the neuroform stent system. It was reported that the physician was unsure if he had sufficiently tightened the rotating hemostasis valve (rhv) between the outer microcatheter and the stabilizer, or whether he had pushed the stabilizer while advancing or repositioning during accessing the lesion. Per the dfu instructions for this product family, "tighten the rotating hemostasis valve sufficiently to create an adequate hemostasis seal without crushing the 3f microdelivery catheter and 2f stabilizer catheter shafts. Inadequately tightening the rotating hemostasis valve may lead to premature deployment of the stent". The pt's anatomy was reportedly a little tortuous, so he had to use a "little bit" of excessive force. It was reported, that because the first stent deployed prematurely, the physician was planning to use the second stent to cover the lesion. However, upon advancing the second stent up to the lesion, it fortuitously pushed the first stent into covering the aneurysm neck as originally planned. Consequently the second stent was no longer needed, so the physician withdrew the second stent. The physician had not intended to push the first stent with the second stent. Due to no product being returned for analysis, boston scientific cannot conclusively determine the cause of the user's experience. However, based on the event description and add'l info obtained from the hospital, there are several factors that by themselves or in combination could have caused or contributed to the reported event which include: insufficiently tightening the rhv, use of a incompatible guidewire, use of an unk technique, excessive force applied to advance the stent and the pt's tortuous anatomy.

Event description:
It was reported that the physician attempted to push the intracranial stent up to a lesion in the distal internal carotid artery (ica), but was unable to pass it due to the pt's tortous anatomy. The intracranial stent reportedly straightened out at the cavernous segment. The physician tried to approach the lesion again with a second intracranial stent which pushed the previous stent into the distal ica. The physician then withdrew the second intracranial stent. The pt reportedly suffered no adverse effects as a result of this phenomenon.